Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45mg/dl. Reportedly, the customer delivered multiple boluses accidentally stacking insulin resulting in the decreased bg. Customer consumed carbohydrates¿to address bg. Reportedly, the customer continued to use the pump for insulin therapy.